Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during checking this disposable pressure transducer, the sterile packaging was found damaged. Patient demographics unable to be obtained. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on available information, and since no product sample nor objective evidence was provided for investigation, a definite root cause is unable to be determined. There are manufacturing controls to avoid potential causes related to the reported malfunction.